Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient experienced pain at generator site and later began to experience syncope and hypotension related to vns stimulation. The device was disabled and symptoms resolved. The device was then explanted and was reportedly defective. The device is not available for return. It is assumed the device has been discarded. Device history records were reviewed. The device was seen to pass all functional and quality testing prior to distribution. No other relevant information has been received to date.

Event description:
The physician reported that xrays were taken but they are unsure if electrodes were placed correctly and no lead discontinuity was seen. The cause of the pain at the generator site is believed to be due to "I assume with the side effects that the pin was not correctly sited or faulty and so some current leached to surrounding area to cause localized severe pain" the good faith attempt to the physician proposed the possibility of reverse polarity lead placement with questions to help determine this via xray. The physician's response to the cause of the pain at generator site was "I assume with the side effects that the pin was not correctly sited or faulty and so some current leached to surrounding area to cause localized severe pain". There is no indication that high impedance was seen or that the patient had incomplete pin insertion. Follow up will be made to clarify this statement. Coding will not be updated until the physician's statement is clarified. No other relevant information has been received to date.

Event description:
Physician's response received and he notes that to his knowledge, at no point was high impedance seen. He reviewed clinic notes and lead impedance was always within normal limits. The pain and hypotension correlated with the duty cycle of vns stimulation. Xrays were received an reviewed. Based on the images received, there were no anomalies seen that may have contributed to the events reported. No other relevant information has been received to date.